Event description:
A model 320 portable aspirator was returned for service with the customer reporting that the unit would not charge or operate due to what they believe to be a problem with the rotary switch. An inspection of the aspirator revealed an open contact on the switch. No definitive cause of the switch failure could be made. The problem first occurred during charging and no pt use was involved.